Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on (B)(6), a biopsy procedure was performed and a device driver error was received during the procedure. The doctor replaced the device driver but could not acquire samples. The patient had the needle in her breast but there was no injury. The procedure was aborted and her procedure will be rescheduled and will require a new incision and related medications. A field engineer examined the driver and found the gears very tight and not moving freely. Manually advanced the gears of the end position and reconnected the driver with the same results. The field engine installed a new brevera driver and confirmed a successful self-test. Install the service needle and perform several test cycles. All tests completed successfully to meet manufacturers specifications. No additional information available.

Manufacturer narrative:
An investigation was completed: it was reported on (B)(6) 2024 that during a patient procedure the brevera device (B)(6) began experiencing errors. Troubleshooting performed by the technician was not effective in resolving the problem. The dispatched fse found that the gears were very tight and did not move freely. They were able to advance the gears away from the back of the driver and reconnected it to the brevera system (B)(6), and the driver locked up again. The driver was replaced and returned to hologic. Patient impact was reported as the patient had to be rescheduled, which will require a second incision in order to complete the biopsy. The driver was returned to the manufacturer and there was no visible damage to the device packaging. No visible damage can be seen on the exterior of the driver. It can be seen that the inner cannula (ic) fork is in the retracted position while the outer cannula (oc) fork is in the extended position, indicative of an issue initializing the device. Possibly due to jamming. The brevera driver was plugged into the pmqa brevera testing system (B)(6). It can be seen that the driver fails to initialize properly, leading to the same type of errors seen in the complaint. The driver was removed from the system and the top housing was taken off in order to investigate the interior of the driver. While there is no visible damage, it can be seen that the timing shaft is jammed with the cannula wear plate, and the whole shaft is bowed. This prevents rotation of the timing shaft and proper initialization, causing the errors seen in the complaint. Manually rotating the timing shaft out of the jammed position relieved the stress and allowed the shaft to straighten out. After the driver was unjammed, the top housing was placed back on, and the driver was plugged into the brevera system. There were no errors during initialization. Four test biopsy samples were taken with no issues being encountered by the driver. Cause/root cause: visual inspection of the driver was able to confirm that the root cause of the issues seen in the complaint was the timing shaft being jammed with the cannula wear plates, preventing proper initialization and causing the errors seen in the complaint. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the cause of the jamming was determined to be the needle not firing its full length into the breast tissue. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken conclusion: based on the errors seen in the complaint and the inspection of the driver, the errors were caused by the needle not firing the full distance, and the cannula forks became jammed with the timing shaft. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, causing the cannula forks to be jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Complaint confirmed: yes device history record (DHR) review: driver serial number: (B)(6), driver cycle count: (B)(4), driver sku: brevdrv, system serial number: (B)(6), driver manufacture date: 9/29/2022, driver installation date: (B)(6) 2022 UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.